Event description:
Litigation alleged the patient suffered injuries as a result of the failing asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleged the patient suffered injuries as a result of the failing asr hip implant. **update** 2/4/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information, implant date and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update rec'd 01/26/2015 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 2/12/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/20/2015 - ppd with medical records received. Patient was revised to address pain and pseudotumor. Upon revision, heterotopic bone was noted. The information received does not change the MDR decision. This complaint was updated on 04/27/15.